Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. The reporter stated the pump became hot and was making "start-up chirping" sounds. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: a review of the pump black box data indicated that voltage readings were steady with no sudden drop at the time of the event. During investigation, the returned battery cap was able to fully tighten. There was no evidence of moisture inside the battery compartment. The pump was tested for a minimum of 24 hours with no warnings, overheating, or power loss duplicated. The pump electrical current draws were within specification. The pump case was removed and no evidence of moisture ingress or loose components was found. No damage was observed to power circuit. A battery was not returned with the pump. The complaint of a temperature issue was not duplicated during investigation.